Event description:
During a surgical procedure, a linear 40cc intra-aortic balloon (iab) catheter could not be advanced through the introducer due to an inability to pass the device. Due to the patient's hemodynamic condition, an alternative method of placement was performed. During subsequent device removal, a femoral vascular injury occurred, resulting in hemorrhage. Surgical intervention was required to repair the vessel and manage the bleeding. Patient deceased. According to the report, death is not attributed to the reported event at this stage.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6) event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.